Event description:
Procedure type: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Ams in-fast was reported to be used/implanted during this procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment. Concomitant therapy: ams in-fast. The indication for implantation of transvaginal mesh in this patient was for stress urinary incontinence. Postoperative complications that this patient developed following the transvaginal placement of surgical mesh include the following; on (B)(6) 2002 ¿ underwent transvaginal pelvicol sling procedure, cystoscopy, anterior and posterior repair as well as sling procedure under general anesthesia. The outcome attributed to device includes pain, erosion, extrusion, infection, urinary problems, bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems, and vaginal scarring (corresponding medical records are not available to substantiate the same). The patient did not undergo any mesh revision surgery. Further medical records are not available for review.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.